Event description:
During the patient's weekly dnl-310 investigational product infusion the factory sealed connection at the hub of the required filter disconnected during the 33ml flush running at 40ml/hr and was found to be laying on the floor. The patient was subsequently disconnected, heplocked, and end of infusion vitals were taken due to the fact that all remaining drug in line would be lost to replacement of tubing. Np and rc were notified of event. Pt. Was observed for 1hr post infusion with not changes to baseline per protocol and discharged home with family.